Manufacturer narrative:
The device was evaluated and as per technical evaluation exact nature of foreign material could be neither determined nor removed was clogging the nozzle. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the distal end of light guide rod lens was cracked; also charged coupled device (ccd)-cover lens was cracked; the bending section cover glue was separated and worn out, there were scratches on the scope cover; key top 3 had cuts but leak-free; universal cord had wrinkles; ccd had a grainy image; angulations were out of specification and biopsy channel had wear and tear. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was too much pressure in the air-water channel during automated endoscope reprocessor (aer) treatment for the colonovideoscope. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle was clogged by a black rubbery material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. This supplemental report is to inform that upon further review this is not a reportable malfunction, per legal manufacturer investigation.